Event description:
Technician alleged loss of head up function.

Manufacturer narrative:
Technician found defective valve from wear and deterioration. He replaced the valve to resolve. No alleged patient impact.